Event description:
Ous MDR - after an implantation time of about 13 months, it was reported that the patient had received a shock. It was also reported that loss of capture was detected subsequently. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead's properties were checked during the analysis.during the analysis, it was noted that the insulation of the lead body was massively damaged by squashing about 38 cm distal of the is-1 connector pin. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome.during the further analysis, a deformed fixation screw was identified. The analysis showed that the cause was probably mechanical stress during the explant process.there were no indications of material defects or manufacturing errors.